Manufacturer narrative:
Section d3: correction. Section d10: additional information. Section g1,2: correction. Section h3,4: additional information. Manufacturer's investigation conclusion: the reported event was confirmed and reproduced during testing of the returned centrimag primary console (sn #(B)(6)). The returned console was evaluated and tested by the service depot. The reported issue was confirmed and reproduced during their evaluation. The large lower display was found to be blank and not powering up. The issue was narrowed down to a defective display. Due to no more replacement displays being available the unit could not be repaired. As a result, the defective console was scrapped. The root cause of the observed issue could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device evaluated by MFR: the device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that centrimag console blank screen was observed. The lp/n numbers show but rest of the screen has gone blank. The motor was replaced. No additional information provided.